Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection of the device appearance found multiple light scratch marks on the cable insulation, and stress at the strain relief area. However, the contact pins, ball bearings, motor gear, and release buttons appeared to be normal and intact. The internal resistance was verified and noted that it failed the 5v to gnd lines. Its reading was only 1.91 ohms which is way less than 10 kohms. (Based on dev-300173 inspection procedure, the continuity result should be greater than 10k ohms). Furthermore, the handpiece was plugged into a test diego console and was not being recognized. It prompted the error message ¿handpiece error, unplug handpiece and reconnect¿ on the screen. Therefore, the handpiece history information was not detected, and the device is not functional. Based on the evaluation findings, the reported complaint was confirmed. The cause of the reported event can be attributed to an electrical short between the 5v and gnd lines of the hand plug.

Event description:
The service center was informed that during preparation for use, the handpiece was not functioning as intended as it exhibited intermittent connectivity issue. After being reprocessed, sometimes the hand piece will work and other times it will not. A "handpiece error, unplug and replug. If error continues replace handpiece¿ error message was observed. The scheduled smr turbinate reduction and was completed with a backup device. There was no patient injury reported. In addition, the user facility reported that the device was inspected prior to use with no abnormalities noted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The dhrs for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. A total of 5 units were produced under this job number with no associated ncrs, reported scrap, or recorded process deviations relating to the reported failure.